Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. Pt described the test strips peeling upon insertion into the test strip port. They performed three blood glucose tests back-to-back and obtained a 76 mg/dl, 111 mg/dl, and 130 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. However, due to the strip insertion issue, the complaint is being reported as a product malfunction. The pt neither alleged harm nor experienced injury or medical intervention. Pt's meter and test strips were replaced.